Manufacturer narrative:
Concomitant products: dtba1d1 crt-d implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high thresholds. It was further noted that the patient experienced several syncopal episodes within the last year and since then has stopped drinking alcohol. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.